Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. D1: corrected d4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation. D10: eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Equinoxe reverse 38mm humeral const liner +2.5 (cat# 320-38-13 / serial# (B)(6)).

Event description:
As reported, approximately three years post initial left tsa, the 67 male y/o patient had a single stage revision for infection. Patient was revised to exactech devices. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.